Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. An investigation has been initiated and is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. The alleged sample initially generated a positive sars-cov-2 result. The same sample was retested on the same instrument and sent to a microlab which both produced negative results for all targets. The initial positive result was not released to the patient or reporting physician. An investigation has been initiated and is ongoing.

Manufacturer narrative:
This is a follow-up report to provide the case conclusion for 2243471-2021-03058. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was indicated. The alleged sample initially generated a positive sars-cov-2 result. The same sample was retested on the same instrument and sent to a microlab which both produced negative results for all targets. The initial positive result was not released to the patient or reporting physician. Although requested, information regarding the reagent lot, sample collection media and sample run data could not be provided. A limited investigation was performed with the information available which did not identify a product problem. It was indicated through the case that the analyzer was replaced. Given the limited information, a root cause could not be established. Discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).